Event description:
Pt was injected in the vocal cords with radiesse voice; one week post injection, she developed an injection site.

Manufacturer narrative:
The pt was prescribed two courses of augmentin orally and one course or oral prednisone for the infection. In a follow up with the treating physician; the infection has resolved. The device history records for lot 1012468 were reviewed. All required testing met specifications and there were no deviations noted.